Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump's buttons did not respond always and had to press twice which also caused her to not enter bolus. Customer's blood glucose level was unknown. Customer stated that the insulin pump did not alarm when she had high blood glucose. Customer had to hospital. Customer reported that insulin pump made grinding noise during rewound and batteries were lasted 10 days. Customer reported hairline scratches on screen and backlight not working. Customer declined to report to 24 hours technical support team. Insulin pump will not be returned for analysis.